Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report received. During tka, an instrument broke and small part came off of patella cutting edge. X-ray called and images of knee taken and read per surgeon. Sterile field examined piece as well. Picture taken by industry rep stating he will show picture to manager of operating room. Instrument was flagged with a repair tag.

Manufacturer narrative:
Product complaint # : (B)(4). The device associated with this report was not returned. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.